Manufacturer narrative:
Unable to prime during the prime test due to faulty fsr (gold). Pump passed the operating currents measurement, self test, error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test and occlusion test due to prime anomaly. No blank display anomaly or low battery alarm anomaly noted. No damage found on c13/lcd isolation tape noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window and corroded battery tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 211 mg/dl. The customer states that her pump and it was blank and has changed the battery 8 times and it finally worked but the battery was drained within 10 minutes. Troubleshooting was performed for damage and noticed cracked above the screen on the right hand side. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.